Event description:
The account is unable to obtain accurate patient results due to error code 1007 (unable to process test, activated read failure) generated on the architect i2000 analyzer. Trouble shooting confirmed a problem with the pipetting system. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
During a follow up call in 2009 the patient's nurse reported an increased intraperitoneal volume (iipv) instance which occurred earlier that month. The nurse stated the patient's total ultrafiltration has been very low or negative and the patient has been having high drain volumes. According to the nurse there is nothing internally wrong with the patient and she feels that the machine is malfunctioning. The nurse stated that this has been happening ever since the patient received a new hc. Furthermore, the nurse stated that the patient came in and drained out 3300ml. The patient's last fill volume was 2000ml. These volumes meet iipv criteria. The nurse stated the patient has been feeling bloated. The nurse requested that hp have the hc swapped. Product surveillance will contact the patient and set up swap. Product surveillance contacted the nurse the following month. According to the nurse the patient is still receiving negative ultrafiltration readings, however, has not yet received her new cycler. The patient is no longer experiencing symptoms, however feels full at night.